Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.